Event description:
It was reported that laser fiber was end firing instead of side firing, noticed before laser was used. The procedure was completed with a second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the level edge. A distal circumferential fracture has the potential for forward firing. Therefore, the reported event was confirmed. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture. Functional testing was conducted and concluded that the forward firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that laser fiber was end firing instead of side firing, noticed before laser was used. The procedure was completed with a second fiber. There were no patient complications.